Manufacturer narrative:
(B)(4). The device was received with the hand activations contacts bent. The tissue pad was in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece with difficulty. During mechanical testing the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication, activation issues, incomplete pre-run test or alert screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during assembly with instrument, the hand activation contacts can be damaged. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a laparoscopic radical resection of gastric cancer procedure, the tissue pad fell off. The fallen piece was retrieved by forceps. The broken piece was disposed of. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.